Event description:
I currently use a wrist type blood pressure (bp) monitor. I decided to buy a bp cuff type monitor because my wrist monitor is old and the cuff type monitors are supposed to be more accurate. Both the microlife and omron I purchased ((B)(6) 2012), and have since returned, gave bp reading for the systolic bp about 30 points higher than my wrist monitor. The diastolic and pulse reading were about the same. When my wife compared monitors, her readings were fairly consistently the same for all readings. I recently had a physical exam with my cardiologist and the bp reading he obtained using a manual method (pumped up cuff by hand) and reading with stethoscope were about the same compared to my wrist bp monitor. I called up omron andexplained the results and comparisons. They asked me if I had a pacemaker to which I responded that I did since (B)(6) 2010. Omron stated that the pacemaker can affect the bp cuff monitor reading and in some cases not give readings at all. They also stated that wrist monitors do not appear to be affected as much. I also called customer service at medtronics and they also confirmed that they have received calls from pts reporting this possible interaction. Neither medtronic or omron have any warnings or provide info on this possible interaction. The limited search I did on the internet did not contain any info either. The only info I found related to these devices was that bp cuffs do not cause any pacemaker malfunction. The problem or potential problem that concerns me is that hospitals and out pt centers all use these automatic type bp cuffs that probably work on the same or similar principles. I am and you should be concerned if pacemakers affect their readings. When I had the pacemaker put in a (B)(6), their monitors appeared to have normal readings. However, I had a procedure done at (B)(6) about 9 months ago and my readings were extremely high (the systolic read between 180 and 190 prior to surgery). I normally am nervous before these, but have never had a reading that high. Even after the procedure the readings were high (around 150 sys) when they are normally between 120-130.